Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2021, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2021, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.